Event description:
It was reported that the patient experienced a stroke. The patient was in atrial fibrillation (afib) before and after pulsed field ablation (pfa) until they were cardioverted out of it. The physician performed a transseptal puncture using the versacross connect, pre-mapped with a non-boston scientific high-density (hd) grid (ensite mapping system used in this case), and then used a farawave pfa catheter to isolate all four pulmonary veins and the posterior wall. The non-boston scientific inquiry coronary sinus (cs) catheter and the non-boston scientific viewflex intracardiac echocardiography (ice) catheter were used. After observing the post-map voltage, the physician decided to use a farawave catheter to ablate the posterior wall as well as isolate all four veins. Before starting any ablation with pfa, the physician requested that the patient be given glycopyrrolate (glyco). The patient was under general anesthesia. Various imaging modalities, such as ice and fluoroscopy, along with the ensite mapping system and its software updates, were utilized to aid in visualizing catheter contact and positioning. The pfa portion of the procedure was completed without any issues vocalized by the physician. The physician removed the farawave catheter and reintroduced the hd grid into the left atrium for post-mapping. Before post-mapping, the physician aimed to get the patient out of afib, so they performed a cardioversion, which terminated the afib but subsequently led to the patient presenting with atrioventricular nodal reentrant tachycardia (avnrt). The staff then paced the patient out of avnrt and conducted post-map validation of the left atrium. Based on the post-map, the physician determined that pulmonary vein isolation (pvi) and posterior wall isolation (pw) were achieved with pfa. Next, the physician used the tacticath radiofrequency (rf) catheter (abbott) to perform an avnrt ablation. Each time the physician approached terminating the avnrt, the patient would enter tachycardia. The procedure was completed without any issues related to heart rate, blood pressure, or stroke concerns, as vocalized by the physician. A total of 43 pfa applications were administered during the procedure, all within the left atrium, specifically targeting the posterior wall and the four pulmonary veins. The following day, the boston scientific representative was informed that the patient had a stroke. The physician indicated that the patient was completely fine and was about to be discharged from post-op (a few hours after the procedure) when it became apparent by the patients sister that his left eye was droopy. The physician examined the patient and discovered that the patient was seeing double vision, and his left eye was not able to go past midline. The physician decided to send the patient to get an MRI and confirmed the patient had a pontine stroke. The physician plans to follow-up with the patient in the next few weeks. It was not known what caused the stroke. The device is not expected to return as it was disposed. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.